Event description:
Approximately 2 weeks after treatment with bovine collagen the pt presented with symptoms of hypersensitivity at one of the treatment sites. Physician prescribed topical aclovate, administered an intramuscular injection of depo-medrol and intralesional kenalog.